Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was verified and attributed to the front enclosure. The front enclosure was replaced to remedy the report. The device was recertified and returned to the customer. It's important to note that the device powers on, but the power button is difficult to actuate. Analysis of reports of this type has not identified an increase in trend.